Event description:
It was reported that the customer was smelling insulin from the reservoir chamber while changing the infusion set. It was stated that the customer may have squeezed the middle of the reservoir causing the leaks. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.